Manufacturer narrative:
The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02454. It was reported that patient experienced ineffective therapy. System diagnostics recorded invalid impedances on the left lead. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Effective therapy was restored post operatively. It¿s unknown which lead was liable, and both are being reported.